Manufacturer narrative:
Event: wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two polyps were successfully removed. However, when the physician made an attempt to remove a third polyp, the wire broke inside the catheter. It was reported that no parts of the device fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.